Event description:
It was reported that 49 days following a coronary artery drug eluting stenting treatment procedure, there was restenosis of the stent. The lesion was located in the mid circumflex artery. The physician predilated the lesion using 2.5x12mm maverick balloon inflated to 6 atm for 10 seconds, 6 atm for 7 seconds and 6 atm for 10 seconds. The physician deployed a 2.5x16mm taxus express2 drug eluting stent at 13 atm for 20 seconds. The stent balloon was inflated again to 14 atm for 23 seconds. There were no pt complications and the pt condition was ok following the procedure. Forty-nine days later, stenosis of the taxus stent was found. The pt was scheduled for surgery. The facility did not have any additional info on what surgery was performed and what the pt status was. The facility also declined to give any info regarding the pt's medical history stating hippa regulations as the reason. The reporter also did not give the pt's age or date of birth.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.